Event description:
Initial report: this spontaneous case was reported by an aesthetic doctor via sales representative and forwarded by local affiliate (B)(4). After medical review, this non-serious case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Associated case ID: (B)(4) (same reporter). This case involves a female patient (age unspecified) who received poly-l-lactic acid (sculptra) in the mid of (B)(6) 2011 and second round of injection in (B)(6) 2012 for an indication of volume correction. Poly-l-lactic acid had been reconstituted with 7 ml sterile water plus 2 ml lidocaine (lignocaine) and total of 9 ml was injected into the region of hollow cheeks/ jugal wrinkles and nasogenial furrows/nasolabial folds areas. On (B)(6) 2012, the patient developed an allergic reaction with redness, swelling and pain. The event was more significant than the last injection that the face looks very, swollen, like a "chipmunk." Relevant medical history includes history of sensitive skin. Concomitant medications included lidocaine. Corrective treatment: oral prednisolone. Action taken: permanently discontinued. Outcome: unknown. Reporter's causal assessment: highly probable. A pharmaceutical technical complaint (ptc) will be initiated.